Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a scheduled device check, it was noted that the patient received inappropriate atp therapy due to far-p oversensing. No programming changes were made.